Event description:
The customer reported that there was x-ray security switch error message displayed. This error is required a system reboot to regain functionality and resulted in an intermittent loss of system functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.